Event description:
Customer states having problems, stopcocks leaking and very hard to turn. They say it is possibly due to warm blood and expansion or contraction of component. On 9/19/02 the co received further communication from the customer, who expressed a concern regarding the potential for injury. Specifically, risk for air embolism, infection and slowing of the exchange transfusion process.